Event description:
The customer reported that the probe of the ortho provue analyzer leaked fluid and the dilution cup was overflowed during instrument startup/initialization. The customer was unable to determine whether the probe was bent. The customer indicated that no samples or reagents were contaminated, no erroneous results were reported, and there was no biohazard exposure or harm to operator. No error message was given by provue. Upon arrival at the customer site, the ocd field engineer indicated that the customer had reported that the tubes (sample tubes) were not seated properly during panel testing and the probe crash. It is unknown whether probe leak occurred when the probe became bent or if any error messages were posted at the time of the incident. Based on lack of information, this incident is being reported. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer (fe) arrived on site and verified that the probe was bent. According to the fe, the customer indicated that the tubes (sample tubes) were not seated properly during panel testing and the probe crash. The fe replaced the probe, checked the alignments, probe depth, and performed wad diagnostics testing without any issues. Qc passed. Repairs have returned the instrument to expected operations. The customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).